Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a fistula and air embolism occurred and the patient coded. A left atrial appendage (laa) closure procedure was being performed. The patient¿s heart rate was between 28 and 32 prior to the patient going under anesthesia, so a temporary pacer from the left groin was used and set to 80 beats per minute. The trasseptal crossing was performed and the physician wired out the left upper pulmonary vein (lupv). The wire was noted to be deeper than what is usually seen. The wire was retracted back to an appropriate position. The transseptal system was removed and the watchman® access system (was) was introduced. During advancement the was and the wire jumped forward. It was noted to be deep again and was retracted back. Moments after, anesthesia noted there was bright red, non-frothy blood coming up the patient¿s intubation tube into the airway. There was bubbling observed in the lupv. A pigtail catheter was put into the lupv to do a venogram to check for tears. The manifold was connected to the pigtail catheter and they went to do a contrast injection. Air was injected into the left atrium and lupv. The patient coded due to the air embolism and cardiopulmonary resuscitation was performed. The procedure was aborted and the was was removed. A mini thoracotomy was performed and it was determined there was a fistula created between the pulmonary vein, the pulmonary artery and the left bronchus. This was repaired by surgery and the patient was stable. It was discovered later the pacer was not connected properly so never captured fully. At the end of the procedure the patient was given a permanent pacemaker. The following morning, the patient remained stable. The patient was discharged a couple days after the event. The physician thought the reason for the fistula could have been that the wire was not pinned during advancement as per normal technique. This resulted in everything jumping forward including the wire.